Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 6, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient experienced a scleral burn during a cataract extraction with intraocular lens implant procedure. A completed questionnaire was received. The surgeon indicated there was an occlusion issue during sculpting. The surgeon implanted a sulcus lens instead of the planned lens. Sutures were required to close the wound.